Manufacturer narrative:
Product analysis was completed. Visual inspection showed that when the product was placed inside of the pouch carton, tension between the drape with the rip and the basin "knobs" (three knobs on the top of the basin), was high because operators had to push hard to fit the final kit into the carton, causing excessive strain. Partial rips or weak spots were seen during testing. This appears to be related to materials. The size of the carton is no large enough to fit the 5 basins without putting undue stress on the drape.

Event description:
It was reported that there was a hole in the drape. No patient complications have been reported as a result of this event